Manufacturer narrative:
Device 9 of 11. Complainant country: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number (B)(4).

Event description:
The end user reported that the starter hole of the wafers were off centered. The product was used on patient. Photographs depicting the issue were received from the complainant.

Event description:
To date no additional patient or event details have been received.